Event description:
It was reported to philips by a customer that the unit had a faulty flow sensor error message. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported that the unit is giving flow sensor faulty error and is requesting an onsite service. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was failure of both flow sensors, in both cases caused by u1 drifting out of calibration.

Manufacturer narrative:
The field service engineer replaced the flow sensor assemble to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Previous investigations have shown that the root cause was the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).